Event description:
A facility representative reported that following a implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was later removed and in a subsequent surgery that day, a shorter length lens was implanted and the problem was resolved. Reportedly, "patient is happy." There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove or replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
H3: lens was returned dry in a microcentrifuge vial. Visual inspection found a haptic deformed lens. Dimensional inspection found lens to be within specifications. Claim# (B)(4).